Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, an unknown size amplatzer muscular vsd occluder was implanted in the patient. On (B)(6) 2026, the occluder was successfully explanted.